Event description:
It was reported that, an alert was received due to low shock impedances out of range of 0 ohms on this right ventricular (rv) lead. The technical services (ts) indicated that the measurement might have been affected by electromagnetic interference (emi) and recommended to check the device and ask the patient what was doing at that time. After review, the presenting electrogram (egm) looked normal, free of noise and the shock egm was clean. Device has never delivered a shock. Furthermore, the health care professional (hcp) confirmed with the patient that the day of the event the patient was having electric therapy to the shoulder with neurology. Ts discussed the potential for pacing inhibition or inappropriate shock and recommended using a magnet during emi. This rv lead remains in service. No adverse patient effects were reported.